Event description:
In early 2004, the pt reportedly had a bacterial infection (etiology unknown). The pt reportedly continued to hear well while using their cochlear implant. In june and july 2004, the surgeon drained the implant site. In 2004, the surgeon opened and cleaned the implant site. The pt's device remains implanted. The pt's implant site had healed well. The pt reporteldy is hearing better than before the procedure.